Event description:
Customer reported the monitor cart is not communicating with the c-arm. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the lemo connector. System operates as intended.